Manufacturer narrative:
Concomitant medical product: 6725 adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a suspected lead fracture, rising thresholds, high impedance, oversensing and non-physiological oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.